Event description:
Patient presented with an increase in seizures. The patient's mother expressed concern that the increase was related to vns therapy. The patient's treating medical professional adjusted the patient's settings and noted that the patient may tape the magnet over the device to see if the event was related to vns therapy. Autostim output current was disabled. Further information was received that the patient's seizures had settled down. No other relevant information has been received to date.